Manufacturer narrative:
(B)(4). Device code(s) 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2023 which is considered unapproved placement of the device. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a sensor issue is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.